Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his belt. The pt's download revealed a 'gel previously released' flag followed by numerous 'impedance high and add gel/replace belt' messages. The pt's wife reported that no treatment or gelling of the belt had occurred. The pt was provided a replacement electrode belt

Manufacturer narrative:
Device eval summary: device eval of the electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags / impedance high / add gel/replace belt messages) has been confirmed. Upon eval, the cable running from the distribution node to the rear two wire therapy electrode was cut, exposing wires. In addition, the cable running from the distribution node to ECG electrodes c and d was pulled from the strain relief. The cause for the damage cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.